Manufacturer narrative:
Insulin pump passed displacement test. Pump was received with hardware low level failure alarm (variable info=3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. Pump error 53/4 alarm found in the pump history due to software error.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was 205 mg/dl. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.